Event description:
The customer stated they received two axsym hbsag reagent packs and noted the lids did not open as expected causing a probe crash. The account stated they also noted this problem with an axsym rubella igg reagent pack. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.